Manufacturer narrative:
A ge service representative performed and on site investigation. The reported issue could not be duplicated. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up while archiving images to pacs outside of a procedure. This resulted in inconvenience, but no data was lost. There is no report of injury or death associated with this event.